Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began a few days prior to contacting lfs. In the evening of the same day, the patient reported obtaining blood glucose readings of "394 mg/dl" with the subject meter and "282 mg/dl" on another device (liberty brand meter), performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. In the evening of one day prior, the patient reported that he took an increased dose of insulin (type and amount unknown) in response to an alleged high result he obtained (reading also unknown). The cca noted that the patient manages his diabetes with insulin (self adjuster). Sometime after administering the increased dose of insulin, the patient claimed he felt shaky and treated self with food and/or drink. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the subject strips were in good condition. The patient did not have control solution to test the reported products. This complaint is being reported because the patient claims he obtained an inaccurately high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.